Manufacturer narrative:
This event was identified through published medical literature. The article describes a patient with a previously exposed gore-tex® scleral fixation suture used for intraocular lens fixation. The gore-tex® suture instructions for use state that the device is contraindicated for use in ophthalmic surgery. The publication reports that a synthetic patch graft was implanted to cover the exposed suture, after which conjunctival dehiscence occurred, resulting in complete patch exposure. A subsequent revision surgery was performed that included explantation of the patch graft, exchange of the intraocular lens, and removal of the scleral fixation sutures. The instructions for use list tissue dehiscence and the need for extended or additional surgery as potential adverse events associated with suture use. No device malfunction, breakage, or performance failure of the gore-tex® suture was reported. No infection, retained foreign body, or inflammatory reaction was described. Gore did not have access to the patient, treating physician, or device for further evaluation. Assessment is limited to the information provided in the published literature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: colcombe j, raju l, modi y. Eroded gore-tex scleral sutures and endophthalmitis in atopic keratoconjunctivitis. Ophthalmology retina. 2024. This report describes the objective of highlighting complications associated with gore-tex (expanded polytetrafluoroethylene) scleral sutures used for scleral fixation of an intraocular lens. The study population consisted of 1 patient with atopic keratoconjunctivitis who presented 3 years after initial surgery. The method involved clinical evaluation and subsequent operative management of suture-related complications following scleral-fixated intraocular lens implantation, with procedures including vitrectomy, suture trimming, patch grafting, intravitreal antibiotic administration, and lens explantation with secondary sutureless fixation. The main clinical outcome was initial presentation with exposed gore-tex scleral sutures and intraocular inflammation accompanied by infectious endophthalmitis, prompting vitrectomy and trimming of sutures flush to sclera with placement of split-thickness corneal patch grafts. Despite this intervention, the patient experienced erosion of the patch grafts and a second episode of endophthalmitis 3 years later, necessitating intravitreal antibiotics, complete removal of the gore-tex sutures, explantation of the polymethylmethacrylate lens, and conversion to a sutureless scleral-fixated intraocular lens technique. The case discussion emphasized the recurrence of infection and tissue erosion in the setting of atopic ocular disease and retained scleral fixation hardware. This case captures exposed gore-tex scleral sutures associated with 2 episodes of endophthalmitis, graft erosion, and the need for multiple reinterventions including vitrectomy, intravitreal antibiotic treatment, suture removal, and intraocular lens explantation in 1 patient.